Event description:
It was reported that two kinectiv trials broke at the time of trial reduction.

Manufacturer narrative:
Email communication confirmed the fractured piece that was not returned was not left in the pt. The fracture surface for both returned trials resemble either bending or shear failure. According to the surgical technique, the kinectiv neck provisional shall be inserted either by hand or using the kinectiv neck inserter instrument. The trial design is not intended to be impacted into the mating trunnion of either the rasp or final implant. It is not known whether proper surgical technique was followed for these trials. No definitive cause analysis can be determined with certainty; however, fracture potential could be caused by: foreign material being in the junction prior to installation; incorrect head provisional (offset) used increasing the bending load on the trial; high usage leading to ultimate fatigue fracture; reduction in strength due to repetitive autoclave cycles; and/or poor fit between the junction and the trial. Both returned trials have a single prong at the distal tips fractured off at the root radius of the prong. The fractured prong was returned for the size g trial, however, the fractured prong was missing for the size e trial. The trials meet print spec where measured. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.